Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to the malfunction. However, the customer stated that bg levels were low due to missing a meal. The exact (bg) value was not provided. The customer eat a sandwich and had some juice to stabilize blood glucose level. It was indicated that the customer would use manual injections or backup pump as alternate insulin therapy.